Event description:
It was reported that the pt had their neurostimulator replaced after only six months post-implant. It was noted that the pt had "extraordinarily high" device settings. Her left battery was at zero-positive, one-negative, two-negative, three-positive, 4.6 volts, 270 pulse width, 170 rate. The right battery was at four-negative, five-positive, six-positive, seven-negative, 4.2 volts, 300 pulse width, and 170 rate. The pt was reported as doing well after the replacement surgery.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.